Manufacturer narrative:
Phone number: (B)(6). Fax number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain at site and capsular contracture" the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via device tracking "pain at site and capsular contracture, baker grade unknown" against right device. The device has been explanted.